Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle breaks off during use npe. Customer returned one (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the cannula break is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the non patient end of cannula is broken with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that rear cannula end is broken + gets stuck.